Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the operation, when the doctor put the ringloc-x arcomxl h/w 50/32mm 23 into the acetabular cup, he found that the liner could not be fastened tightly and became loose. After several examinations and knocks, the liner still became loose. Delay of surgery: 20 minutes.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in china. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. When the doctor put the ringloc-x arcomxl h/w 50/32mm 23 into the acetabular cup, found that the liner could not be fastened tightly and after several examinations and knocks, the liner still became loose. This happened during surgery. Visual checks were carried out on the returned liner, there was signs of severe damage, particularly around the scallops. It cannot be determined if this damage was caused by repeated attempts to impact the liner or from its removal. Attempting to impact the liner, where the scallops are out of alignment, would cause irreversible damage to the liner scallops rendering it unsuitable to be implanted successfully. A review of the complaints database shows that we have received 2 reported events for assembly issues for the same item number xl-053250 prior to the reported event. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file the overall score is low risk. A review of the manufacturing history records confirms no abnormalities or deviations reported. Risk assessment: the severity of the reported event and calculated occurrence for similar complaints are in line with the risk file. The overall score is low risk no corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that during the operation, when the doctor put the ringloc-x arcomxl h/w 50/32mm 23 into the acetabular cup, he found that the liner could not be fastened tightly and became loose. After several examinations and knocks, the liner still became loose. Delay of surgery: 20 minutes.